Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marathon catheter distal end broke. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. The access vessel was the femoral artery. It was noted the patient's vessel tortuosity was normal. It was reported that during arteriovenous malformation embolization with onyx, a fracture occurred approximately 25 cm from the distal end of the microcatheter, leaving the distal segment inside the patient¿s body when the catheter was withdrawn at the end of the embolization. The reported device and any accessory devices were prepared as indicated inthe instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include onyx.

Manufacturer narrative:
Product analysis as found condition: the marathon micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the marathon hub. Onyx residue was found within the marathon hub. No damages were found with the marathon hub (figure c). The marathon micro catheter body was found broken at ~140.6cm from the proximal end. Therefore, ~21.9cm to ~26.9cm of the distal micro catheter was missing. The break edge exhibit stretching and jagged edges (figure d). Testing/analysis: the marathon total length and usable length could not be reliably measured as the distal segment was not returned for analysis. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. It is possible that the onyx solidified, entrapping the distal tip within the aneurism, causing the micro catheter to break when retracted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. The patient experienced ischemic symptoms and weakness in the corresponding upper limb. It was unknown if there was any medical or surgical interventions required. It was confirmed that one vial of onyx was actually injected, not two. A continuous infusion was used, approximately two minutes from injection to extubation. There was reflux of approximately 1 cm. The dead space of the delivery catheter was filled with dmso. The marathon catheter was not removed from the patient.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.